Event description:
It was reported to philips that the geometry control module button was active during use which caused movement issues. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned, after disconnecting the hospital internet and restarting the system with the delay of twenty minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry control module button was active during use. Upon troubleshooting, fse found that the geo module was having issues. To resolve the issue, fse replaced the control module standard ER. After installation, fse performed all necessary calibrations and verifications. The defective control module standard ER was returned to philips for failure analysis and the cause of the control module standard ER failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the control module standard ER by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of the control module standard ER, the system was returned to good working condition. The codes were updated based on the investigation outcome.